Event description:
Second revision surgery - due to the modular neck disassociating. The surgeon replaced implants with smith and nephew implants.

Manufacturer narrative:
The reason for this revision surgery was the modular neck disassociated. The length of in vivo service was over 3.2 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; both for disassociation. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.